Event description:
It was report that during surgery the power supply got hot and deformed. There was no report of harm or delay. Due diligence is complete and no additional information is available. At product evaluation investigation visual examination of the returned product identified the batteries had leaked electrolyte inside of the battery pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. The investigation is complete. This is an initial final report submission. Only the battery pack was returned for evaluation. Visual examination of the returned product identified the batteries had leaked electrolyte inside of the battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.